Event description:
It was reported to boston scientific corporation that a single action pumping system was opened for use in a procedure on (B)(6) 2015. According to the complainant, during preparation, it was noted that the inner package was already opened after it was taken out of the box. No damage was noted on the outer packaging. The procedure was completed with another single action pumping system device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.